Event description:
Information was received from a consumer regarding a patient receiving clonidine 80 mcg/ml at a dose of 39.972 mcg/day, bupivacaine 8 mg/ml at a dose of 3.9972 mg/day and dilaudid 10 mg/ml at a dose of 4.996 mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported the pump was alarming or beeping on (B)(6) 2016. The patient though she heard it twice, some kind of beeping noise. She had been refilled on (B)(6) 2016. She also had a MRI on (B)(6) 2016 and the device had not been checked with a physician programmer. The sounds heard were consistent with the pump sounds. Later the same day, it was reported by another consumer that the MRI had been at 9:20am on (B)(6) 2016. The patient's personal therapy manager (ptm) was also displaying an 8286 empty reservoir code. It was also showing a refill date of (B)(6) 2016. The pump been filled reportedly on (B)(6) 2016. The incorrect refill date on the ptm had been noted on (B)(6) 2016 as well. No symptoms were indicated. No further information was provided.

Event description:
Additional information received reported the patient did not experience any symptoms . The reservoir volume was programmed incorrectly. The patient was seen in the office and the medication was removed to verify the amount left and then put back into the pump. The cause of the pump beeping and the inaccurate refill date on the ptm was reported as programming error. The pump was filled with 20cc but only programmed 10. The issue was resolved. Per the print report a motor stall occurred on (B)(6) 2016 at 11:13 and a motor stall recovery occurred on (B)(6) 2016 at 12:10 and a motor stall occurred on (B)(6) 2016 at 09:36 and a motor stall recovery occurred on (B)(6) 2016 at 10:15.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.